Manufacturer narrative:
The involved esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device (note: the leakage currents were well within the limits.). No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Upon further discussion with the account after evaluating the esu and finding nothing wrong, it was reported that the interference issue was remedied by moving electrosurigcal equipment away from video monitors (i.e., isolating the monitors). No trends have been identified with this event. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a hot axios case. No information was provided regarding any other accessory used in the procedure. The settings were auto cut mode, effect 5 @ 100 watts and forced coag mode, effect 2 @ 25 watts. During the procedure and upon activating the esu via a footpedal, the video monitor blacked out (i.e., went blank). They moved the procedure into another room, but they still experienced inference issues (note: it was stated that they had interference issues/a fuzzy screen since january during apc and hot axios cases.). As a result, a perforation occurred, and surgical intervention was required to address the issue. No further details were provided regarding the patient's condition.